Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause of high bg was not confirmed; however, the customer alleged it may have been due to a transmitter issue experienced resulting in control iq deactivating. Customer's bg level was unknown. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.